Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noise oversensing and decreased sensing amplitude. Technical services (ts) was contacted, and ts discussed possible causes. X-ray imaging was performed, and a sharp bend was noted on the electrode. Testing revealed noise in all vectors, and electrode integrity was thought to be compromised. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noise oversensing and decreased sensing amplitude. Technical services (ts) was contacted, and ts discussed possible causes. X-ray imaging was performed, and a sharp bend was noted on the electrode. Testing revealed noise in all vectors, and electrode integrity was thought to be compromised. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted. No additional adverse patient effects were reported.